Event description:
The customer called in reporting they could not hear the beeper on the adc meter. In performing trouble shooting, it was discovered the customer's locked meter had become unlocked and could be switched to mmol/l. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.